Manufacturer narrative:
Concomitant products: dtba1qq, ICD; 439888, lead, implanted: (B)(6) 2016. Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the patient developed a pocket infection and sepsis. The patient was treated with antibiotics, however, the infection worsened. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.